Manufacturer narrative:
Additional manufacturer narrative - the explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed.

Event description:
Additional information received from hcp indicates this valve was explanted due to stenosis secondary to thickened and immobile leaflets. Patient was reported in stable condition.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the device or additional information this explanted device cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve, implanted approximately six (6) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm bioprosthetic valve. Attempts to obtain additional information have been unsuccessful.